Event description:
It was reported that the attachment device was heating up. It was not reported that the event occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. This is report 1 of 2 for the same event: it was reported that during a mastoidectomy surgery, it was observed that the cutter device and attachment device heated up during use. There were no delays to the surgical procedure and a spare attachment device was available for use. The surgery was completed successfully with the spare device. The reporter stated that irrigation was not used as a result of the reported malfunction. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.